Manufacturer narrative:
See d4 expiration date, h4 and h11. The reason for this revision surgery, the agent reported "(patient fell on his knee about 3.5 yrs post op. He then presented with pain. X-rays showed that the anterior flange had no contact to bone whatsoever)". The previous surgery and the surgery detailed in this event occurred 5 years apart. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised items was not returned for examination and the item and or lot numbers was not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.

Event description:
Revision surgery - due to patient fell on his knee about 3.5 yrs post op. He then presented with pain. X-rays showed that the anterior flange had no contact to bone whatsoever.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.